Manufacturer narrative:
The hyperform balloon was removed and a 4 x 10 micrus ascent balloon was navigated over a synchro wire and positioned across the neck. The occlusion was gently angioplastied and 10m reopro was given intra-arterially. Control angiogram showed restoration of flow in the internal carotid artery and evidence of a distal mca thrombus in the m3 segment. A 10 x 34 and a 9 x 33 presidio 18 were placed within the aneurysm. Angiogram showed the parent vessel to be patent, with only a small amount of thrombus in the distal neck region. Six additional coils (7 x 17 cashmere, 5 x 12 cashmere, 5 x 12 cashmere, 4 x 8 bare platinum ultrasoft x 2, and 2 x 4 bare platinum ultrasoft) were placed with the final coil, detaching the microcatheter from the aneurysm. The aneurysm appeared to be well treated with no appreciable residual filling. Angiogram showed re-accumulation of thrombus in the parent vessel adjacent to the distal neck region which was increasing in size. Balloon angioplasty was performed on the carotid artery adjacent to the aneurysm and in the mca and remaining ica intracranial segment due to mild to moderate vasospasm. There was minimal change in the thrombus adjacent to the distal aneurysm neck. The ascent was replaced by the hyperform balloon, and the artery angioplastied, but again without any improvement in outcome. Therefore, 5mm verapamil and 5mg reopro were administered in small aliquots over 30 minutes with angiograms taken every 10 minutes. After the final aliquot of reopro, the thrombus was noted to be resolving. Final angiograms demonstrated the coil mass to be well seated within the aneurysm sac, and the parent vessel to be widely patent. No filling of the aneurysm sac. No significant distal branch occlusions were seen. There was a focal occlusion of the distal most angular artery of the superior occipital region with no significant parenchymal blush defect. The patient was extubated on the table and awoke to baseline neurological status. The patient was treated for a post-procedure urinary tract infection and was later diagnosed with salt wasting and fludrocortisones were added. Approximately 9 days after the index procedure, the patient failed a swallow test and a feeding tube was placed. The patient was discharged to another facility 19 days after the index procedure with mrs score of 4. One month after the procedure, mrs score was 0 and MRI showed right frontal superficial siderosis from prior subarachnoid hemorrhage status post ophthalmic aneurysm coiling and evidence of subacute to chronic infarct in medial and inferior frontal lobes bilaterally (aca distribution) likely related to prior subarachnoid hemorrhage. Mra showed the left ophthalmic aneurysm sac nearly completely thrombosed/coiled with minimal flow signal seen near the base of the aneurysm. All devices were implanted, therefore, not available for analysis. In addition, since the lot numbers were not provided, a review of manufacturing documentation could not be performed. Distal embolization during balloon angioplasty is a known procedural complication. Compressing thrombus against the wall of the artery can cause thrombus to break free and migrate downstream. The root cause of the coil prolapsing cannot be determined without films or product return; however, vessel characteristics (thrombus, vasospasm) may have contributed to the event. The thrombus and vasospasm are most likely related to the pre-existing subarachnoid hemorrhage. There was no evidence of a manufacturing issue related to this event; therefore, no corrective action was taken. (B)(4). Concomitant medical products: coils implanted: cerecyte presidio 18, 12 x 40, cerecyte presidio 18, 11 x 37, cerecyte presidio 18, 10 x 34, cerecyte presidio 18, 9 x 33, cerecyte cashmere 14, 7 x 17, 2 x cerecyte cashmere 14, 5 x 12, 2 x bare platinum ultrasoft 10, 4 x 8, and bare platinum ultrasoft 10, 2 x 4". The lot numbers for the coils was not provided and the catalog numbers of bare platinum coils could not be determined. Sl 10 microcatheter (details unknown); 0.014 transcend ex platinum guidewire (details unknown); 4 mm x 15 mm hyperform balloon (details unknown); micrus ascent 4 x 10 mm balloon (details unknown); synchro wire (details unknown). This is and initial/final MDR and is 1 of 2 mdrs being submitted for patient identifier (B)(4).

Event description:
As reported via the (B)(4) study (B)(6), a patient experienced intra-operative thrombus formation that was treated with balloon maceration and thrombolysis. According to the investigator, the event was not related to the procedure or device. In addition, during the index procedure, a 11 x 27 presidio 18 coil prolapsed into the parent vessel with some compromise of the parent vessel lumen, and there was distal thromboembolism following balloon angioplasty with an ascent balloon. Prior to the index procedure, the patient had presented with severe headache and inability to speak, and CT found a subarachnoid hemorrhage with a left ophthalmic artery aneurysm. She was hypotensive and unstable with hunt and hess score 3, gcs score 14-13, mrs score 3. The aneurysm measured 12 x 11mm with a 6.5mm neck with parent vessel 3.2mm proximal and 1.7mm distal to the aneurysm. There was overall diffuse narrowing of the internal carotid artery along supraclinoid segment and irregular narrowing of the mca m1 segment which suggested mild to moderate vasospasm that was treated with pre-procedure 10mg intra-arterial verapamil. An sl-10 microcatheter was advanced over a 0.014 transcend ex platinum guidewire and multiple attempts were made to pass a hyperform balloon across the neck of the aneurysm, but the balloon wire would not navigate around the carotid artery. A 12 x 40 and an 11 x 37 presidio 18 coil were placed through the microcatheter without balloon assistance. The second coil prolapsed into the parent vessel with some compromise of the parent vessel lumen. An additional 2000 u heparin was administered. More attempts were made to place the balloon around the carotid siphon without success. A control angiogram showed the carotid artery to be occluded at the level of the aneurysm.